Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported blood glucose values within ten minutes: 23,x mmol/l, 18,x mmol/l, 6,x mmol/l . Customer not sure about value after decimal. No adverse event alleged. Test cassette involved in the complaint has been thrown away, lot information no longer available, strips are not available for return.